Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to use multiple daily injections as a backup therapy and was sent a replacement pump with updated software. Tandem technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode and return it using a pre-paid label.